Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had low blood glucose and had an accident. Customer was taken to the hospital via ambulance. Customer¿s blood glucose was 103 mg/dl. Troubleshooting was performed on insulin pump to determine reason for low blood glucose. The auto mode on the insulin pump was active and was automatically adjusting insulin delivery during the event. Customer does not allege that insulin pump was over delivering. After troubleshooting, it was determined that insulin pump was functioning correctly. The device will not return for the analysis.